Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be charging slowly. Reportedly, it took 3 hours for the pump to charge to 85%. There was no impact to the customer's blood glucose level. Review of pump data by tandem technical support showed there were multiple charging connections and disconnections while the customer was attempting to charge. The customer stated during a follow up that no more battery issues were observed. Reportedly, the customer will continue to use the pump for insulin therapy.